Event description:
Baxter (B)(4) received a report that an infusor leaked from the fill port during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Device evaluation: one used sample was received containing no fluid in the bladder. Visual inspection of the sample showed no signs of physical abnormality on the outside of the fill-port. To verify the reported condition, a functional leak test was subsequently performed on the sample by filling the bladder with water. During fill, leak (backflow) was observed at the fill-port. Subsequent examination revealed the cause of the backflow condition was due to a glass fragment (approximately 0.6 mm) trapped under the check-band. No additional observation was noted. No repair was performed as this is a single use device and it will be discarded.

Manufacturer narrative:
(B)(4). Additional information: further investigation by baxter personnel confirmed the leak at the fill port was caused by the glass fragment discovered during sample evaluation. Glass fragments can be introduced into the fluid pathway during fill without the use of a filter. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.